Event description:
It was reported that a patient complaint of stomach pain, when the patient had a computed tomography (CT) scan "the driveline showed up in the stomach". It is stated the pump was exchanged. There is no further information.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU states about driveline placement: select the location where the driveline will exit the skin. Consider the position of major organs and structures when determining the path of the tunneler. Device will not be returned.